Manufacturer narrative:
Device is used for treatment not for diagnosis. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, a conical extraction screw (309.530)broke and a t-handle (311.441) twisted. This is report 1 of 2 for complaint (B)(4).